Event description:
During insertion of the evo seeg 25mm anchor bolt it was noted the tip if the bolt protruded into the patient's brain tissue. The patient experienced some loss of function in their right arm; however, it is unclear how much of the weakness could be related to the incident.